Event description:
It was reported that during a laparoscopic low anterior resection procedure, air leaked with a hissing sound though a 5mm forceps was being inserted. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. : information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: were any noises heard such as whistling or hissing? Hissing. If so, did the noise prevent insufflation? ---yes. Was there a drop in pressure? ---yes, if yes, did this affect the visibility of the surgeon? ---no, the device was replaced soon. What was the gas consumption rate or volume (liter/minute)? ---no information. Were you able to identify where the leak was coming from? ---valve. Was a device inserted in the trocar during the leaking? Yes. If so, what device? 5mm forceps. Was any torque being applied to the trocar or device? ---no information. The analysis results found that device (a, b, c, d and e) were returned in good condition . In an attempt to replicate the reported incident, the devices were functionally tested to detect any leaking issues. Upon evaluation of the devices, they were functionally leak tested and passed. Each device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. No anomalies noted during the manufacturing process.